Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. The ligating unit was secured onto the distal tip of the gastroscope in preparation for ligation. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, after the suction was activated in full, it was found that the device could not deploy the bands off of the ligator. The device was replaced and the procedure was completed with another speedband superview super 7. It was reported that the rupture opening at three and nine o'clock were ligated first, and then the target vein and the target point were ligated slightly above the cardia. A total of 5 points were ligated, and no obvious active hemorrhage was seen after the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.